Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt is without stimulation as she is unable to initiate a communication with her ipg using both the pt programmer and the charging system. The pt also reported, she stopped charging and using the ipg during her pregnancy. Replacement charging system was tried with no avail. The pt is working with her physician to determine the next course of action.